Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular femoral stem - right. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that the patient is noted to be symptomatic. The following measurements were recorded at 19 months since implantation: cobalt - 16; chromium - 3. This event concerns the patient's right hip. The patient has rejuvenate modular femoral stems implanted in his left and right hips.

Manufacturer narrative:
An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The super and chs complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067.

Event description:
It was reported that the patient is noted to be symptomatic. The following measurements were recorded at 19 months since implantation: cobalt - 16; chromium - 3. This event concerns the patient's right hip. The patient has rejuvenate modular femoral stems implanted in his left and right hips. It was reported that patient has fluid buildup on right hip.